Event description:
Dealer stated that the sieve beds on an (B)(4) concentrator are defective. Per independent repair center statement, the unit was alarming or displaying a red light and shut down. The key failure was defective sieve beds. Additional malfunctions were: ty wrap, installation issue; clamp, installation issue.